Event description:
It was reported to lifecell that the patient had the device placed during a ventral hernia repair on (B)(6) 2012. The patient presented with abdominal wound infection on (B)(6) 2012 and was sent to surgery on (B)(6) 2012 to remove what was left of the device. The patient was treated with antibiotics and abdominal wash out. At the time of the report, the patient was still in the hospital and stable. The event was part of a study ((B)(4)) that is not conducted or supported by lifecell.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history records revealed no deviations associated with the production of lot s11113. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no deviations or nonconformities related to the event. There was no report of breach of packaging, or temperature excursion. To date, no other complaint has been reported to lifecell against lot s11113. (B)(4). Conclusion: the device was not returned for evaluation. The patient's history of prior infected mesh removal is a direct contributing factor to the development of the infection. Device not returned for evaluation.